Event description:
It was reported during knee arthroplasty, one (1) femoral impactor was identified to be fractured and four (4) articular surface provisional shims were identified to be disassembled. No adverse events were reported as a result of these malfunctions.

Manufacturer narrative:
(B)(4). The product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this procedure; please see all reports associated with this event: 0001822565-2022-01888, 0001822565-2022-01889 ,0001822565-2022-01890, 0001822565-2022-01891.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b4, b5, g3, g6, h1, h2, h3, h6, h10.   Visual examination of the returned products shows sign of use. Impactor pad was fractured and had a potential field age of more 5 years. Review of the device history record for impactor pad and shims identified no deviations or anomalies during manufacturing. Impactor pad was submitted for further analysis. The analysis identified the fracture was consistent with previous device fractures, which indicates overload failure or low cycle fatigue culminating in the overload failure. The complaint is confirmed. A definitive root cause cannot be determined. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.